Event description:
On (B)(6) 2013, the kci representative reported that on an unknown date, the physician discovered a foreign body, alleged to be v.a.c. Whitefoam, retained in the patient's wound. The patient was subsequently admitted to the hospital due to sepsis. Per the patient's medical record, the patient was admitted on (B)(6) 2013, for an unrelated surgical procedure on the left ischial pressure ulcer. Upon placing the patient in the prone position, a large amount of drainage from the left groin pressure ulcer was noted. The dressings were removed, and a foreign body, measuring 30cm x 3cm, was found and surgically removed from the left groin ulcer. The patient was placed on intravenous antibiotic therapy. On (B)(6) 2013, the patient became febrile. A wound culture was performed on the left groin wound, and was (B)(6) for (B)(6). An additional antibiotic was prescribed. On (B)(6) 2013, a morning pre-operative examination noted on fever since 1700 on (B)(6) 2013. A wash out and an excisional debridement were performed on the left groin ulcer, and v.a.c. Therapy applied in the operating room. On (B)(6) 2013, the patient was discharged from the hospital on a 10-14 day oral antibiotic regimen. On (B)(6) 2013, upon additional follow up, the physician stated that on (B)(6) 2013, the patient presented for a follow up visit and was septic. The physician also stated the patient had been off v.a.c. Therapy for two months prior to the discovery of the foreign body. The patient is recovering well, and the wound is improving.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient's wound infection was confirmed by a wound culture and the patient was placed on antibiotic therapy. The patient continued to receive v.a.c. Therapy. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.